Event description:
The tip broke of while physician was performing lumbar decompression on a pt. The physician completed the procedure with another curette and completed the case. The pt was sent to x-ray, but the broken piece was not found.